Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed because foreign matter was found inside the channel. A visual inspection of the received condition was performed. Technician used an olympus borescope to verify the condition of the biopsy and suction channels. The borescope was first inserted into the opening at its distal end. Upon entry, technician observes multiple kinks and scratches along the wall of the channel, approximately 35mm from the opening. The borescope advanced further into the channel and found more scratches. The borescope was removed from the biopsy channel and reinserted into the suction cylinder. Once inserted, technician discovered foreign matter approximately 25mm from the opening of the suction cylinder. The borescope was redirected towards the suction channel as the entire length was inspected. There were no signs of abnormalities or foreign material in the suction channel. Additional issues were identified during the device evaluation: unable to brush due to clog channel; leak from distal sheath glue; white halo on the image due to objective lens; unable to use forceps due to clog channel; angulation is below standard; control know had play and was loose; the distal cover and the light guide lens were cracked; objective lens was peeling on cement; unable to suction due to clog channel; multiple kinks and scratches along the wall of the channel; the scope connector activated with fluid dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, a foreign object was inside the evis exera iii colonovideoscope. There were no reports of patient harm associated with this event.